Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet system, with a fingerstick blood glucose of 516 mg/dl, and the agent recommended an infusion site change, which the user declined before ending the call. Symptoms included high blood glucose. Outcomes included user education and troubleshooting only. Investigation included a review of the event details and standard troubleshooting guidance. Investigation of this case revealed no device assessment because the user declined further engagement, and no device malfunction or component issue could be identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.